Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. Customer reported that insulin pump failed two weeks after auto mode training. They received a replacement pump but her numbers have been really high since. Customer was terrified of the potential damage from high blood glucose since customer's vision remained blurry for three weeks when she experienced blood glucose of 500 mg/dl. The insulin pump will not be returned for analysis.